Manufacturer narrative:
(B)(4). Additional: it was reported performance breakage of suture. An unopened sample was returned for analysis. The complaint sample was not received. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage was noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 5 device issues captured in reports 2210968-2019-80937, 2210968-2019-80936, 2210968-2019-80934, and 2210968-2019-80935. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mbq204, eh7401h19 and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke lengthwise and twirled when knotted. The procedure was completed with suture from different lot. There were no adverse patient consequences reported.